Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during gastric bypass, the procedure was completed with no incident. The next day, the patient was taken to the or and a leak was noticed at the jejunostomy area. Unknown why the patient was taken into the or. The surgeon hand sutured to close the leak with no patient consequence. The device was discarded.